Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was nonfunctional. No device malfunction suspected. The patients ipg was replaced and will not be returned. The patient was doing well postoperatively.